Event description:
It was reported a clearlink system non-dehp solution set leaked. During an unspecified chemotherapy infusion, the tubing was observed "leaking where chamber connects to tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the reported condition could not be visualized. Due t the nature of the sample, no further testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.